Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Damaged handpiece cable found restricted water flow when hp cable is held a certain position. Debris buildup in the water filter.

Event description:
Based on the repair evaluation a g119 scaler, there was a damaged handpiece cable, found restricted water flow when hp cable is held a certain position, and debris buildup in the water filter and the handpiece was heating up; no injury resulted.